Event description:
It was reported that the patient's blood glucose (bg) level rose to 504 mg/dl, 28 mmol/l between 5 and 24 hours of wearing the pod. The reporter stated the pod was placed before going to bed that night. The reporter stated the cannula was not inserted into the leg and the insulin was leaking all night. The pod was removed, and a new pod was applied. On (B)(6) 2025, the patient was feeling sick and did not want to eat or drink anything and went to the hospital due to the high bg level and high ketones of 2.8 mmol/l. The patient stayed in the hospital for 6 to 7 hours. The patient¿s bg was 396 mg/dl, 22 mmol/l when they reached the hospital as the new pod was delivering the insulin. The hospital did not provide any treatment; the patient was kept for observation. The patient was released from the hospital after the bg level decreased to 138.6 mg/dl, 7.7mmol/l and ketones were 0.4 mmol/l.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported issue of cannula not inserting, and leaking during wear. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.